Event description:
Revision surgery - due to the patient dislocating. The primary surgery turned into a revision surgery. The surgeon explanted all of the items and implanted 497-28-000.

Manufacturer narrative:
Hospital disposed the device.

Manufacturer narrative:
The reason for this revision surgery was due to a dislocation on the same day as the primary surgery. There is no information in this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material reports (ncmrs) associated with this product. Ncmr (B)(4) showed (B)(4) parts (part #: 932-40-256) that were flagged based on a recorded size verification dimension, the parts were accepted with the justification "this part has two dimensions. The 1.579 dimension verifies internal diameter (ID) size but an internal spherical diameter is difficult to measure in the clean room. The measurement of 1.570 verifies that a 40mm ID is present and it doesn't overlap with a 36mm or 44mm." Ncmr (B)(4) showed (B)(4) parts (part #: 425-99-012) reworked due to discoloration in the porous coating. A review of the product complaint report history showed this is the first complaint from this lot. The root cause for the patients dislocation could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.